Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the model number/serial number/implant date of the pump and catheter were unknown. The patient's gender, age, weight, medical history and onset of diagnosis of the infection were also unknown. Actions/interventions taken to resolve the infection included the distal part of the catheter was replaced by a new one. The event was reported to be resolved. It was reported that the device remained implanted.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the physician has a patient with a catheter of an unknown model number with a possible infection around the distal part of the catheter. The physician wants to remove at least the distal part and was inquiring what to do with the proximal part if the catheter remains connected to the pump.

Manufacturer narrative:
Continuation of d10: product ID: neu_ascenda_cath, lot#: unknown. Product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, ubd: unknown. Unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient's age, weight, medical history, and gender were unknown. The model number, lot number, and implant date of the catheter and pump were unknown. It was unknown if there were any specific actions taken to resolve the infection. It was unknown when the infection started. It was unknown if the infection resolved.